Event description:
On (B)(6) - it was reported by the territory business manager that the in66ahanfr mechanical wheelchair caster housing was not holding, and was bending underneath the unit. There was no patient injury reported.